Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough.

Manufacturer narrative:
(B)(4). Evaluation: at the time of this report there is no information that patient did not experience a serious injury. They have not provided information on the surgery outcome or any patient follow up after the event. Therefore, a report will be submitted to the FDA. Investigation is in progress since patient interface is going to be returned but has not yet been received and device history record has not been completed. Method, results, and conclusion: investigation in progress. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation: inspection was found to be within tolerance for flange thickness, cone height, and parallelism for cone #2. Inspection was found to be within specification for flange thickness and parallelism for cones #1, #3, and #4. Inspection was found to be out of tolerance for cone height for cones #1, #3, and #4. The contribution from cones longer than the upper specification is a thinner flap. Complaints for issues that could be directly related to cone height were reviewed for upward trends. No adverse trends were identified in the complaint analysis. Based on the complaint trend analysis, there have been no adverse events or patient injuries directly attributed to a pi cone-lens assembly out of specification or an increase in cone height. An analysis of complaints for the past 12 months indicated that these types of outcomes are documented to have occurred when returned cones were measured and confirmed to be within specification. Therefore, these outcomes will exist in the complaints database independent of this issue. Based on anasco's investigation and the engineering study on cone height contribution in conjunction with the complaint analysis and health hazard evaluation that show the risk is acceptable, the recommendation was no field action.

Manufacturer narrative:
(B)(4).